Event description:
It was reported that the health care professional (hcp) called technical services (ts) for review of this cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm) due to concerns of left ventricular (lv) lead loss of capture (loc). It was noted that the lv lead is located in the left bundle branch block (lbbb) position and is a non-(B)(6) lead. Upon review, the presenting egm showed intermittent loc on the lv lead. Ts recommended for an in-person evaluation of thresholds be performed. At this time, this crt-d and non-(B)(6) lv lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).